Manufacturer narrative:
(B)(4). Date sent: 08/27/2019. Additional information requested and received: spoke with the patient to gain additional information on how the device failed. He stated that the device failed because he had a hiatal hernia repair that opened up and caused the linx device to move. He is not blaming this on the device. I ask how he was feeling and he stated that he was not going into this with me and he had no more to say.

Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did the device fail? What symptoms did the patient have?

Event description:
It was reported that post implant that he had linx put in and it failed. He had it replaced, then had to have the device dilated.